Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported they took the pod off early because it was painful and the patient's blood glucose levels had risen to 22 mmol/l. The lg delivered some corrections but they were unsuccessful. Then they changed the pod and delivered a pen correction of 2.5 units. Ketones were measure at 0.4 mmol/l. After they removed the pod, they waited a day to see if the pod site would improve but it started to swell. The site was red and there was pus coming out. The lg called 111 out of hours and were told to go to the (B)(6) hospital. When they arrived at the hospital they admitted them straight to the children's ward. They stayed there for 24 hours and were given IV antibiotics. After that they were sent home with antibiotics to take 4 times a day for 7 days. The pod was discarded.